Event description:
It was reported that a patient presented with under-sensing and far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were discussed. No adverse consequences were reported.